Event description:
In 2007, the patient was treated emergently for a contained rupture of the descending thoracic aorta with three gore tag thoracic endoprosthesis. The first two devices deployed without incident. The third device was deployed, however, when the delivery catheter was attempted to be removed, it was noticed, the proximal end of the delivery catheter appeared to be still attached to the tag device. The delivery catheter was unable to be removed from the patient. The patient was converted to an open procedure and the 3 tag devices were explanted. Upon review of available information, the delivery catheter associated with the third and most proximal tag device implanted appeared to be connected to the tag device. The patient died approximately one week following conversion to open surgery. The official cause of death was stated as multi organ failure.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested.